Event description:
It was reported that the ring came out of the plate while inserting the screw. A new plate was implanted and removed because the screws were not able to obtain any bony purchase. A third plate was implanted with no further incidents. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional items involved in event:description catalog no. Lot no. Mfg. Date1 level 10 mm plate 14-521110 14102s 12mm 4.0 variable screw 14-521612 291690 01/15/1012mm 4.0 variable screw 14-521612 297990 01/18/201012mm 4.0 variable screw 14-521612 719350 02/03/200912mm 4.5 variable screw 14-521642 949590 07/28/200912mm 4.0 variable screw 14-521512 948790 07/22/200912mm 4.5 variable screw 14-521544 598290 12/17/200812mm 4.5 variable screw 14-521542 566270 11/21/2008